Event description:
It was reported that, the patient with this implantable lead was sent to x-ray after no sensing or threshold could be determined. The x-ray images revealed that the lead was completely around the implantable cardioverter defibrillator (ICD) in the device pocket due to twiddler syndrome. No adverse patient effects were reported. This is all the information provided at this time. Boston scientific has attempted to complete all missing information. If the information is received this record will be updated.